Event description:
Customer reported a problem where the pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to connect the pump to a known working power source, which successfully turned on the screen, revealing a reset message. The customer was educated on best practices for battery management and advised to monitor the system and contact support if the issue continues.